Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was indicated that the patient had a medical history of chronic low back pain with bilateral le radiculopathy. It was reported that the patient had a bad burning sensation (like battery acid on fire) and pain at the ins pocket site since having a radiofrequency ablation (rfa) procedure done ¿around three weeks ago¿. No troubleshooting was performed. No interventions had been performed, but the rep hoped to talk to the medical doctor on monday. The issue was not resolved at the time of the event. No surgical intervention had occurred or was planned. The event occurred on (B)(6) 2018. The patient indicated that they had not reported the issue themself to their medical doctor. No further complications were reported/anticipated.